Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not operational. It was further determined that the slide switch and slide complete were missing, the warranty seal was broken and some screws from the bottom plate were missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and tampering. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection upon returning from a training course, it was discovered that the speed dial was broken off on the console device. During in-house engineering evaluation, it was observed that the device was not operational, the slide switch and slide complete were missing, the warranty seal was broken, and some screws from the bottom plate were missing. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.